Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered while customer was sleeping. Customer is unable to interact or read the touch screen due to the broken glass. Customer's blood glucose was 70 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.